Event description:
Additional information received from the patient reported when they were asked if increasing stimulation to 2.0 volts resolved, the issue of not feeling stimulation they stated "some-very positional."

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0322089v, implanted: (B)(6) 2003, product type: lead. Product ID: 74002, lot# n214635, implanted: (B)(6) 2013, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-29, lot# n347397, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information received from a consumer reported a loss of stimulation. The consumer was recharging his implantable neurostimulator (ins) when he felt stimulation turn off. The stimulation change was noted to not be related to positional movement. The consumer checked the device with the patient programmer and it showed that stimulation was turned on. It was noted that the consumer had the ability to change stimulation, and that setting 2 was at 0.0 volts. One of the consumer's sides had gotten turned off and he had an a program or a b program. When the consumer was recharging the ins he went to increase the setting and somehow the a program just went away and if he activated then the b program became inactive. The consumer was on program b and it was active. The consumer said that he needed program a and to increase the stimulation for his left side. He did not know which one it was and with b going he could feel it on both sides. It was noted that setting 1 was at 9.3 volts and setting 2 was at 0.0 volts so the consumer thought he needed to move setting 2 up. The patient was going to do this after the call with patient services. It appeared that the consumer was on the program that he wanted and that settings 1 and 2 were for the two different sides of the body. The consumer was told to call patient services back if increasing setting 2 after the call doesn't fix the issue. No further outcome was available. Follow-up was being conducted to obtain this information; if additional information is received a follow-up report will be sent. The issue occurred during use. The consumer's indication for use was noted to be failed back surgery syndrome.